Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint was confirmed. There was no image displayed. Based on the results of the investigation it is likely the reported issue was caused by a faulty printed circuit board. However, the specific cause of the faulty printed circuit board was not established at this time. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the output image from the sdi terminal of the visera elite ii video system center was not displayed. The issue occurred during installation. The sdi output was noted to be "fried." There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the complaint was confirmed and there was no sdi1 and sdi2 output on hd and 3g/hd sdi outputs due to a faulty printed circuit boards. The report is being submitted due to the defect found during evaluation.

Manufacturer narrative:
This event is under investigation. A supplemental report will be submitted upon receiving additional information.